Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation results, the malfunction screen noise is most likely probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope had screen noise. There was no patient involvement.